Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Suggested customer call md to discuss possible causes of low bg.